Event description:
As reported, approximately 4 years post op the initial left tka, this 63 y/o male patient was revised due to and a loose femur. Patient was complaining of pain. Patient was last known to be in stable condition following the event. Devices are not returning, hospital will not release.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 5057695 02-022-35-5012 - truliant tib imp ps insert sz 5 12mm, 5428300 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t, 5243033 200-02-41 - three peg patella 41mm, 5261857 201-78-18 - holding pin headless no ribs w/30 deg pt 4 pack.

Manufacturer narrative:
Section h10: (h3) this event has been determined to be a duplicate. Please reference 1038671-2022-01134 for additional information.